Event description:
The patient presenting to the emergency room having experienced inappropriate high voltage therapy. The device was interrogated and noise which resulted in oversensing, low pacing impedance, decreased sensing and increased capture threshold were noted on the right ventricular (rv) lead. An x-ray was performed and no anomaly was observed. The rv channel was deactivated and a new system was implanted. Explant of the rv lead is anticipated but not yet performed. The patient was in stable condition.